Event description:
Related to MFR report # 2183959-2012-01609, related to MFR report # 2183959-2012-01610. Plaintiff was implanted with the miniarc on or about (B)(6) 2012, for the treatment of stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleges that, "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.